Manufacturer narrative:
Product complaint: (B)(4). A manufacturing record evaluation was performed for the finished device ph6813 batch number, and no non-conformance's were identified. Attempts are being made to receive device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the faulty suture was recognized when they were doing the count before the procedure. It was not used on the patient and they just replaced it with another suture. What was the name of the procedure? What is the condition of the patient? What was used to complete the procedure? Device return/follow up.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. It was reported that when opening suture packet, the suture was not attached to the thread. It was not used on the patient and replaced it with another suture. There was no adverse patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/13/2020. Additional h3 investigation summary: one open sample of product code y844, lot ph6813 was received for analysis. During the visual inspection of detached needle, the swage and attachment area were as expected. The barrel hole was examined under magnification and remnant suture was noted. The suture end is severely cut, resulting in a clip off defect. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of the performance ¿ needle pull off, is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking.